Event description:
Journal reference: soulas t, gurruchaga jm, palfi s, cesaro p, nguyen jp, fenelon g. Attempted and completed suicides after subthalamic nucleus stimulation for parkinson's disease. J neurol neurosurg psychiatry. 2008;79 (8):952-954. A higher than expected frequency of suicide has been reported among patients undergoing subthalamic nucleus deep brain stimulation (stn dbs) for advanced parkinson's disease (pd). We conducted a retrospective survey of 200 patients with pd who underwent stn dbs between 1997 and 2006. Manufacture/model of devices was not reported. Reportable event: patient 4 - 50 year old male at implant attempted suicide 6 months after dbs. The apparent trigger was hone/family conflict. Attempt was with alcohol and drug overdose. See mfg report 2182207200805867.